Manufacturer narrative:
During annual preventative maintenance (pm) at the customer site, the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message when the coolant was full. The console was returned to zoll sj where the issue was confirmed during functional testing. The root cause of the error was an intermittent malfunction of the cold well sensor circuit responsible for glycol level detection, attributed to a failure of the cold well assembly. The console successfully completed functional testing; however, the empty cold well amber led was identified as inoperative, potentially indicating an intermittent malfunction of the cold well sensor circuit responsible for glycol level detection, thus confirming the reported complaint. The cold well assembly needs to be replaced to remedy the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Event description:
During annual preventative maintenance (pm), the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message when the coolant was full. The biomed checked the coolant block. The proper leds were present. No patient involvement.